Event description:
It was reported this was a triclip procedure to treat degenerative tricuspid regurgitation (tr) with a grade of 4+. The first clip was advanced into the anatomy. It was noted two grasping attempts were unsuccessful due to poor visualization, and inadequate grasp of the leaflets. The clip was eventually positioned and deployed. However, after deployment, the clip detached from the septal leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing tr to a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda was unable to be determined. The reported difficult leaflet grasping was due to procedural circumstances. The reported difficult imaging was due to patient condition. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.